Event description:
Reportedly, during patient use, a "switched to backup battery" alarm occurred when the ac cable was removed. Upon replacing the battery, this issue was resolved. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
Through requested, additional patient information was not provided.